Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the third dose of medication did not appear, because the associated order (order ID (B)(6) for med ID (B)(6)) had already ended on (B)(6) 2025 at 08:30, while the third dose was scheduled for 16:30. Since the order was inactive at that time, the system did not display the dose. A technical support specialist confirmed that there were no communication or upload/download issues, and the station was properly connected to the server with messages crossing successfully. The timing records were correctly mapped to a q8h frequency, and the issue was attributed to the order expiration timing. An email update was sent to the customer explaining the findings. However, the medication did not appear for the third dose, as the order had already been stopped. It was explained that the due column in all orders tab only displays the most current due now items. Since the patient had been discharged and the order was discontinued, no further action was required. The customer was advised to contact support again if the issue occurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the hardware failed to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.